Manufacturer narrative:
While no adverse event or patient injury has been reported due to any packaging defect, baylis medical company has made the decision to conduct a voluntary recall of affected device lots. Corrective and preventive action will be conducted through the recall action.

Event description:
A report was received from a distributor stating that a defect was observed in the sterile packaging (tyvek side) of the nrg transseptal needle during their incoming inspection of the product. The tyvek material in the affected area was observed to be thinner; however, no puncture was observed.